Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID: 6947m55 lead implanted: (B)(6) 2015, product ID: 429888 lead implanted: (B)(6) 2015, product ID: dtbb1qq ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to an (B)(6) bacteremia infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.